Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. Symptoms reported include nausea. The patient was given insulin and the pod was removed. Once at the hospital the patient was treated with intravenous fluids and was prescribed zofran. The patient was not admitted to the hospital.